Manufacturer narrative:
No patient/user injury or adverse event associated with this report. The returned drill was examined. The tip was found to have fractured off, likely as a result of the patient's hard bone and other anatomical issues. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the tip of an angled drill broke while preparing the screw hole at l4-5. The patient had hard bone and other anatomic issues that caused the drill to skive a few times, and then the tip broke off. The broken tip was able to be retrieved from the patient. The surgeon switched to a different drill to complete the surgery. There was no surgical delay or patient injury reported.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.